Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific implant prescription was received for patient's right distal femur with diagnosis of legs length discrepancy. The patient has osteoporosis.